Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac tamponade and effusion. During an ablation procedure to treat atrial tachycardia, after placing the catheters in the coronary sinus (cs), "hra", "his", right ventricle (rv) and "halo," mapping was performed with an intellamap orion catheter, and radiofrequency (rf) ablation was performed using an intellanav mifi open-irrigated ablation catheter. A blazer dx catheter was placed right atrium ventricular free-wall side, and underwent an electrophysiology study (eps). Four other non-boston scientific catheters were also used during the procedure. After the procedure, when the intellanav mifi open-irrigated ablation catheter was completely pulled out from the patient's body, and hemostasis was performed at the groin, the patient's blood pressure dropped rapidly. A cardiac tamponade was observed by echocardiogram, so pericardial drainage was performed. Although the physician did not know the cause of the effusion, there was possibility that perforation might have been caused because the atrial wall on ablation site was thin. It was unknown which catheter caused or contributed to the event. No resistance was felt while maneuvering the catheters.